Event description:
Procedure type: gynecology. According to the reporter: while inserting into abdominal wall, the seal inside the trocar got torn. Used another. No bleeding. No tissue damage. Nothing fell into the cavity. Operating time not extended. No pt injury was reported, no other pt info available.

Manufacturer narrative:
(B) (4).